Manufacturer narrative:
Investigation summary: it was reported the needle was contaminated with dark liquid substance. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and a black foreign matter in the plastic needle hub was observed. The foreign matter is made of several thin fibers, like a piece of a filter. No other defects or imperfections were observed. The two photos provided show the sample received. This defect could occur if while replacing filters of the equipment a piece became loose and ended up in the unit. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly line was performed. The equipment was inspected for any loose foreign matter or pieces of a filter and none were observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported needle 18x1-1/2 blunt fill had foreign matter. The following information was provided by the initial reporter: "open a sealed bd blunt 18g drawing up needle and found it was contaminated with dark liquid substance"